Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The stent damage was confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to calcification in the anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 99% stenosed, moderately tortuous, and moderately calcified lesion in the right coronary artery. Following pre-dilatation, an attempt to advance a 2.25x28mm xience alpine stent delivery system (sds) was made; however, the stent came in contact with the calcification and became stuck. The sds was pulled with force and the proximal stent struts became flared. The stent and sds were removed. The procedure was successfully completed with additional dilatation and a 2.25x23mm xience alpine sds. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.